Event description:
During a coronary stent procedure of the left circumflex, the physician was unable to advance the catheter and the shaft broke. During removal, the stent deployed inside of the guide catheter. The entire system was removed and the stent was located in the guide catheter. No pt injuries or complications occurred.